Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and the basal iq was intermittently suspending insulin prior to the customer clearing the cgm error. Reportedly, the pump was reset resolving the reported issues. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 280 mg/dl.